Event description:
It was reported that a transfer set was cracked. The process step of peritoneal dialysis was not specified. There was no patient injury or medical intervention reported. No additional information is available. This is report two of three.

Manufacturer narrative:
(B)(4). The sample was not returned; however, a photograph was provided and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photographic evaluation of the device was completed. A visual inspection showed a crack to the light blue mainbody of the transfer set. The device did not meet product specification related to the reported event. The damage was verified during the evaluation. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.